Manufacturer narrative:
Rupture has been removed and it is no longer reportable to the FDA. Device was found to be intact. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected and/or changed data: a.2, b.5, b.6, b.7, d.6b, h.6 additional reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "rupture identified via MRI". Healthcare professional later reported " implant was removed and seemed to be intact, the capsule was relatively tight, I would classify this as class iii. Severe capsular contracture". The event of rupture has been removed as the device was found to be intact. Healthcare professional reported additional event of "any creases". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of capsular contracture/ rupture was received on oct 28, 2024, with lot number 3016188. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: not observed. As per the investigation procedure deformation crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported via op. Report right side "class iii capsular contracture". The device has been explanted, replaced, and a capsulotomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture

Event description:
Healthcare professional reported "rupture identified via MRI". This record is for the right side. Device remains implanted.